Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was unable to measure sensed values. The rvlp was not implanted, and the procedure was aborted on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of sensing issue was not confirmed. Visual inspection, longevity assessment, and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.